Manufacturer narrative:
04-jun-2020 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Consumer called stating the brush head came apart in his mouth; the top part came apart, and the bar that holds the head in came out. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer called stating the brush head came apart in his mouth; the top part came apart, and the bar that holds the head in came out. No injury was reported.